Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (discharge profile faults) was confirmed. Upon investigation the monitor was unable to charge and discharge the capacitors during testing. The cause for the failure was a defective defibrillator board. The root cause for the defective board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned to a us distributor and it was reported that "discharge profile fault" flags were present in the patient's software flag files.